Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 23mm sapien 3 ultra valve, the physicians attempted access with bilateral 14f esheaths in heavily calcified and extreme tortuosity of the iliacs/femoral arteries. There was circumferential ca+ in both common iliacs. The physicians decided to use 7mm shockwave lithotripsy balloon on left common iliac. Attempted access left tf first which was unsuccessful and a subsequent 14f sheath was inserted into the right femoral artery. On the right side, there was resistance inserting the 14 esheath+ however we were able to traverse the iliac bifurcation and a 23mm s3u was delivered through the 14f esheath+ successfully. We were able to do valve alignment in the descending aorta and were able traverse the horizontal arch (70 degrees). The 23mm s3u thv successfully crossed the native annulus however, the pusher was unable to be retracted due unknown resistance. The entire system was pulled back into the 14f esheath+ and a coda balloon was inflated on the contralateral side and under fluoroscopy it was determined there is a dissection and perforation in the right common femoral artery. Patient is stable at this time, and they are doing a vascular surgery consult. Per the fcs, the angle of sheath insertion was not steep. The dilator was fully inserted/locked in position. There was no difficulty inserting the bav or ds through the sheath. Per the fcs ''we believe the severe ca+ and tortuosity caused by the anatomy created kinking on the wire and potentially inside commander ds wire lumen in more than one area. Wire was kinked in a couple different areas.'' The perceived root cause of the dissection and perforation was patient anatomy.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Per evaluation of the device, the was a slight kink on sheath shaft 5'' from distal strain relief and scratches on the distal shaft. Per review of imagery provided, calcification, tortuosity, and undersized vessels were present in patient access vessels. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for sheath insertion difficulty and subsequent vascular dissection was confirmed empirically through evaluation of returned device (strain relief wrinkled, sheath shaft scratches). Investigation results suggest/indicate that patient factors (calcification, tortuosity, undersized vessels) may have caused or contributed to the difficulty to introduce the sheath. The patient's challenging anatomy likely contributed to friction during insertion, requiring a higher push force to introduce the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.